Event description:
Patient reported right side rupture. Healthcare professional later confirmed patient only had right side rupture. The device has been explanted.

Manufacturer narrative:
Previous emdr submission noted lymphoma-alcl suspected. Upon review of additional information received from healthcare professional, healthcare professional determined that there is no malignancy. Device evaluation: analysis of the returned device identified: underweight, red particles in the shell and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior and observed 40 mm dark patch edge material inside gel device. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp broken on posterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture.

Event description:
Patient reported a right side rupture and "material sent for pathological diagnosis in connection with alcl." Pathological markers confirming alcl have not been received. Device has been explanted.